Manufacturer narrative:
The actual device was received for evaluation. The visual inspection with the naked eye of the product showed no conspicuousness. The inspection of the dialysate ports also showed no conspicuous features. A leak test of the dialysate side and blood side was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that external fluid leakage was observed from the dialysate port of a polyflux 170h. The leak was observed during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted